Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable and patient lost stimulation. Surgical intervention took place where the ipg was explanted and replaced to address the issue.